Event description:
It was reported that during surgery, impactor was broken during the operation. Device broke over the patient incision, the fragments of the device did not fell into the patient's body. The delay of the operation was no more than 5 minutes. Impactor from another kit was used to complete the procedure. Patient was not injured.

Manufacturer narrative:
The associated complaint device was not returned. Per photo attached confirms the device has broken into several pieces. The broken pieces were not shown in the photo. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.